Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer did not perform the proper air removal techniques and loaded cold insulin into the cartridge. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. (Tflex-450 units.) The tandem pump user guide instructs the user to remove any residual air from the cartridge.